Event description:
The device was returned for mechanical hardware failure (air compressor). Upon returned, the device started up with double red pump alarm. Log files indicated mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering pneumatic assembly and unit passed. The air compressor will be removed and replaced during repair process. No other damage found. An internal investigation has been opened to address this issue.

Event description:
The following has been reported: biomed reported: "pump is making abnormal noises during the power on sequence then immediatley goes into an alarm state. " patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.